Event description:
It was reported to fresenius that this patient was diagnosed with peritonitis and hospitalized with a suspected pd catheter (not a fresenius product) related abdominal infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 435 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal antibiotics for 14 days (drugs, dosages, frequencies not provided), however the offending organism was also not provided. Per the pdrn, the cause of the peritonitis was an unspecified touch contamination event. On (B)(6) 2025, a repeat cell count revealed the patient¿s wbc count = 984 /mm3, and the patient was sent to the emergency room (ER) to have his pd catheter surgically removed. Although the specifics are somewhat limited, it appears a peritoneal effluent cell count was obtained in the ER, and the results showed an improved wbc count, despite the outpatient clinic¿s earlier results. Therefore, the patient¿s pd catheter was left in place, and the patient was discharged home in stable condition on (B)(6) 2025. Per the pdrn, the serious adverse events were unrelated to any fresenius device and/or product malfunction or deficiency. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler without any reported issues.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by cloudy peritoneal effluent fluid and an elevated wbc count) which warranted hospital evaluation and antibiotic therapy. The pdrn attributed the cause of the peritonitis to an unspecified touch contamination event. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Per the pdrn, the serious adverse events were unrelated to any fresenius device and/or product malfunction or deficiency. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that this patient was diagnosed with peritonitis and hospitalized with a suspected pd catheter (not a fresenius product) related abdominal infection. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 435 /mm3) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with intraperitoneal antibiotics for 14 days (drugs, dosages, frequencies not provided), however the offending organism was also not provided. Per the pdrn, the cause of the peritonitis was an unspecified touch contamination event. On (B)(6) 2025, a repeat cell count revealed the patient¿s wbc count = 984 /mm3, and the patient was sent to the emergency room (ER) to have his pd catheter surgically removed. Although the specifics are somewhat limited, it appears a peritoneal effluent cell count was obtained in the ER, and the results showed an improved wbc count, despite the outpatient clinic¿s earlier results. Therefore, the patient¿s pd catheter was left in place, and the patient was discharged home in stable condition on (B)(6) 2025. Per the pdrn, the serious adverse events were unrelated to any fresenius device and/or product malfunction or deficiency. The patient has recovered from the serious adverse events and continues to utilize the same liberty select cycler without any reported issues.